Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgement occurred. Vascular access was obtained via the femoral artery. The 85% stenosed, 22x2.50mm, concentric target lesion was located in the right coronary artery (rca). A 2.50x24mm promus element drug-eluting stent was advanced to treat the lesion but failed to cross. After removal of the device, the stent was dislodged and the catheter shaft was kinked outside the patient's body. The procedure was completed with a different device. No patient complications were reported.